Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler would not go up; it was stuck in the flat position. No patient involvement or adverse consequences are reported.